Manufacturer narrative:
The device was returned to mmdg, and was evaluated. During the investigation, mmdg reviewed the pump history, where multiple "system interrupt" alarms were seen. This alarm indicates that the pump shut down unexpectedly. However, the complaint could not be duplicated in mmdg's facility.

Event description:
The initial reporter stated that the pump shut off while it was infusing. The initial reporter also stated that this occurred during testing, so there had been no impact to a patient. (B)(4).